Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07503. (B)(4) clinical study. It was reported that patient died. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, the index procedure was performed. The 100% stenosed, type c target lesion was located in the mildly tortuous and mildly calcified left atrioventricular valve. The lesion was treated with pre-dilatation and placement of a 2.25x20mm promus element¿ plus drug-eluting stent at 8 atmospheres and another promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 0% and timi flow 3 were confirmed. The procedure was completed with no deterioration of heart function and was confirmed right after stent deployment. Two days post procedure, the patient was discharged. From the hospital in (B)(6) 2015, during the follow-up, it was confirmed that the patient died from ventricular fibrillation.